Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿unit had a partial illegible display¿. The unit was triaged and the customer¿s reported condition was confirmed. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue occurred with an enteral feeding pump. Upon triage on (B)(6) the service tech found the unit had a partial illegible display. There was no patient involved.